Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, including an episode in which the glucose display indicated ¿low,¿ the user was unresponsive, and a blood glucose measurement was 39 mg/dl; the user had given half of a breakfast dose after eating popcorn, and the glucose target had been set to the lower option. Symptoms included hypoglycemia with altered responsiveness. Outcomes included urgent low glucose alerts and corrective oral glucose treatment. Investigation included case review and attachment of glucose reports, with troubleshooting and education provided on factory reset and consideration of adjusting the glucose target. Investigation of this case revealed frequent low glucose events temporally associated with configuration and user dosing behavior; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.